Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: online customer reviews.

Event description:
Reports false positive result compared to other unspecified sars test. Unknown if patient was symptomatic or asymptomatic. No apparent adverse event.